Event description:
It was reported that during a stent procedure, air was introduced into the coronary arterial system of the pt. The pt was in stable condition after 24 hours. The pt is being monitored by the cardiologist to ensure that there is no permanent damage to the heart. Reportedly, upon inspection of the stent delivery system (sds), after removal from the patient, a .5cm cut was observed 30cm back from the tip of the sds. There were also indentations felt along the shaft of the sds.